Event description:
The customer contacted physio-control to report that when trying to complete a user test on their device, it continuously rebooted. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported intermittent issue. Physio then reloaded the device's software, after which the reported issue did not reoccur. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported failure could not be determined.